Event description:
Patient's family member called lfs and alleged that their meter was reading inaccurately low. The pt was obtaining results such as: 75, 86, 70, and 85 mg/dl for one week. The pt reported symptoms of frequent urination, sleepy, nausea, and vomiting. Pt's family member phoned the pt's physician three times during the week and provided the results that the pt was obtaining on the meter. Based on the meter results the physician lowered the pt's insulin dosage each time the family member called. The pt was taking 18 units of lente and 9 units of humalog in the morning and 8 units of ultralente and 7 units of humalog in the evening. Family member stated that the insulin was lowered by about 3 units each time family member called. Family member was not specific as to which type of insulin was changed. In 2004 after their pt had begun vomting for two days, family member took pt to the hosp. The hosp meter read "hi". The pt was treated for high blood sugar and admitted for 5 days. Before going to the hosp, family member tested pt on the back-up meter and obtained a result of 449 mg/dl. Family member was not basing their treatment on the back-up meter. The pt's family member did not have the test strips at the time and was unable to describe the condition, however the strips were not expired or stored improperly. The codes were matching and the testing technique was done correctly. The meter is being replaced for the pt. Based on the info provided, although company doesn't have any evidence of a product malfunction, the meter results were the basis for treatment, which led to a hyperglycemic event.